Event description:
It was reported that the patient had overdischarged his battery. It was restarted with one physician mode reset (pmr) last night ((B)(6) 2012). The patient had instructions to 'top it off each day for the next five days.' The overdischarge was confirmed. The patient's symptom was loss of therapy. The pmr did effectively reset the device. The device reached overdischarege state because the patient wasn't using it. It was the first time reached overdischarge. The patient was charging daily. The patient met the manufacturer's representative and reported successfully charging to full, upon device interrogation, the 8840 showed the battery had reached end of service (eos) and needed to be explanted. It was unknown why after only one overdischarge. Additional report will be filed if there is any updated information.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the device was going to be explanted. The reporter stated that there would not be a replacement. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.